Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing episodes of hematuria that progressed to initial ldh of 1700. No power spikes, flow changes or thrombus noted. Ldh level peaked at 7000 with pt still experiencing blood in urine. A decision was made to exchange the lvad pump for another lvad pump.